Event description:
Pt in mva on (B)(6) 2023 ra lead undersensing r wave declined. Rv lead impedance trend shows a decline, however, still within the safety parameters. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).